Event description:
The customer reported the ventilator went vent inop and alarmed during normal ventilation operation due to an exhalation motor error. The customer reported the device was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service engineer (fse) was unable to duplicate the reported problem. The fse replaced the exhalation motor controller pcb board and exhalation valve as a precaution to address the reported problem. Applicable final testing was completed per operating specifications.